Event description:
It was reported by the customer that an es vm small 2016 server w/sql <15 mains system had multiple stations under critical override while dispensing medication. The user managed to add patients as temporary patient and managed to dispense the meds without delay.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaint with the same failure mode for this serial number. ¿ case: (B)(6) ¿ (standby) pse - mssql is not starting. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had sentinel one av issue. A technical support specialist mentioned the issue resolved in master case 05447942. According to case 05447942 the technician detached and reattached the sql report server database which brought the db back online and was not longer in emergency mode. The system functioned as intended after the technical support specialist troubleshot the device.